Event description:
It was reported that during a lower anterior resection, the device fired malformed staples. The procedure was completed with a like device and sutures were used to close the anastomosis. There was no adverse consequence to the patient.